Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported no disposable pump won't run. Reservoir volume is 87.9 ml, rate is 2.0 ml, given is 4.15 ml. Bubble observed. Patient not affected. No additional details. No patient injury was reported.